Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the investigation result, omsc considered that the reported phenomenon (error e105) was attributed to a temporary malfunction of the lamps or the lamp control circuit board, which was caused by the failure of the lamps or the lamp control circuit board due to the following environmental factors. - there was a change in temperature and humidity at any or all of the storage location of the subject device, the location where the procedure was performed, and the transportation route. - there was a change in temperature inside the subject device due to the exhaust condition during the procedure using the subject device. - there was a change in temperature inside the subject device due to the passage of procedure time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the error log of the subject device and found that there was a record that the subject device had gave the lamp error e105 as reported. And, omsc checked the subject device and found that the reported event was not duplicated, and also found that there was no abnormality on the exterior, and the subject device functioned without any problems when connecting and operating according to the instruction manual of the subject device. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before the use, it was found that the lamp error e105 was displayed. Then, when the power of the subject device was cycled, the reported problem was resolved, so the intended procedure was performed and completed with the subject device. The user stated that the reported issue had occurred twice on (B)(6) 2021. There was no report of patient injury associated with this event.